Manufacturer narrative:
(B)(4).additional suspect medical device components involved in the event: model#: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model#: sc-4316 lot #: 15598655 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having discomfort at the ipg site. It was also reported that the patient was having inadequate stimulation due to lead migration. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.